Manufacturer narrative:
Correction has been made in section h6: health impact: f1901 (4625). This event is filed under internal complaint ID_ (B)(4).

Manufacturer narrative:
The affected device will be forwarded for further investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
The following was reported "incompatible head message received when connecting the unit during surgery". No negative impact in state of health reported. Due to the information, the procedure could not be completed as there was no spare scope available and the procedure was rescheduled this case is deemed reportable.

Manufacturer narrative:
Conclusion summary: the hazard reported in this complaint was caused by fluid invasion of the scope which damaged the internal electronics and resulted in loss of image and light output. This failure mode was attributed to fluid ingress rather than a material, component, or manufacturing deficiency. This event is filed under internal complaint ID_ (B)(4).